Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Ths is the second report of two complaints regarding a lumbar catheter access kit (lcak) from the same facility. The tip of the catheter broke off into the pt during removal of the catheter. The lcak was removed on (B)(6) 2011, however, the tip has not been removed. There is no info about whether this pt incurred an injury. Add'l info has been requested.